Manufacturer narrative:
The resmed mask is not alleged to be the cause of the allergic reaction; however, the dme and pt are unable to determine any changes to the pt's lifestyle that may have caused the reaction. The device has not been returned for an evaluation. Resmed has requested the mask be returned so then an engineering eval could be performed. There was no report of permanent injury relating to the event.

Event description:
It was reported to resmed that a pt had an allergic reaction possibly related to wearing their CPAP mask. The allergic reaction required them to visit the hospital ER where they received an epinephrine injection.